Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a ¿connect cgm or enter bg¿ message when attempting to pair a dexcom g7 with the ilet, after which the alert was dismissed and a fingerstick blood glucose of 186 mg/dl was entered while the sensor was in warm-up. Symptoms included transient hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other adverse effects, and no medical intervention or ketone testing was performed. Outcomes included no hospitalization, no need for assistance, and no use of backup therapy. Investigation included troubleshooting and user education to address the pairing failure and alert management. Investigation of this case revealed a cgm pairing failure to the ilet, with the device otherwise functioning as designed once a manual bg was entered and the sensor completed warm-up. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction during cgm warm-up leading to a temporary pairing failure and resulting hyperglycemia.